Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that an arterial bubble was detected resulting in the backflow prevention mode to be activated. There was no bubble present in the lines. The flow could not be restarted. Within the logfiles, the error message ¿pump disposable error ¿ stop¿ was displayed during treatment. The failure occurred during treatment. No harm to any person has been reported. As there was no flow to the patient and a pump stop occurred during treatment, a report is required. Complaint ID # (B)(4).

Manufacturer narrative:
It was reported that an arterial bubble was detected resulting in the backflow prevention mode to be activated. The failure occurred during treatment. There was no bubble present in the lines. The flow could not be restarted. Within the logfiles, the error message ¿pump disposable error ¿ stop¿ was displayed during treatment. No harm to any person has been reported. As there was no flow to the patient, pump stop occurred during treatment, and the cardiohelp was exchanged, a report is required. A getinge field service technician (fst) was sent for investigation on 2025-10-20. The fst could confirm the failure withing the logfiles. The fst tested the cardiohelp and the flow/bubble sensor and could not replicate the failure. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and ¿arterial bubble detected¿, ¿backflow prevention¿ and ¿pump disposable error ¿ stop¿ could be confirmed on the date of event. Regarding the "arterial bubble detection" failure: as the failure could not be replicated, no exact root cause could be determined. The fst tested the flow/bubble sensor and it was working as intended. However, according to the getinge life-cycle-engineering (lce), the presence of accumulated microbubbles may have triggered the alarm. The microbubbles may have not been detected due to the lack of transparency of blood. According to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: bubble intervention not working wrong information: - wrong bubble sensor information. - influence due to other ultrasonic devices (e.g. Flow sensor). - bubble sensor defective / disturbed. - environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage). Regarding the "no flow and pump disposable error" failure: the logfiles were analyzed by the lce for a possible root cause regarding the "pump disposable error", with the following conclusions: the pump stop due to the arterial bubble detected by the flow/bubble sensor. The bubble alarm was reset and the pump was restarted. However, the arterial back pressure was high and after seven seconds the flow was still negative, the backflow prevention mode was activated. Shortly after the backflow prevention was activated, the user deactivated the backflow prevention via the zero flow button on the touchscreen interface. The flow was slowly becoming positive but after five seconds, a microbubble was detected by the flow/bubble sensor. This resulted in the "pump disposable error - stop" error message. According to the lce, the most probable root cause was that the cardiohelp stopped pumping and prevented any rpm increase as the rpm was not set back to zero rpm. If the flow is negative, the backflow prevention is also activated without the possibility of manual rpm adjustment if the global override mode was not activated. According to the logs, the global override was not activated during the failure event. According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus, a defective flow/bubble sensor should be detected prior to use, during priming. In addition, as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. In the cardiohelp instructions for use (IFU) chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. In the instruction for use (IFU) is stated that it is necessary to decrease the flow to zero before disconnecting and connecting the disposable to the device. For both failures, "arterial bubble detection" and "no flow and pump disposable error": the device was manufactured on 2024-03-21. The device history record (DHR) of the cardiohelp (material: 701072780, serial: (B)(6), elo#: 1297573) was reviewed on 2025-10-20. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The review of the non-conformities has been performed on 2025-10-20 for the period of 2024-03-21 to 2025-10-16. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2024-03-21. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "arterial bubble detection" and "no flow and pump disposable error" could be confirmed within the logfiles but could not be replicated. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).